Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a peripheral shunt, dilatation was successfully performed using a fox plus 4.0x40. Additional dilatation was attempted using a fox plus 5.0x20. However, during the first inflation, this balloon ruptured at 15 atmospheres. The balloon was completely removed without difficulty. There was no adverse patient effect. Adequate blood flow was observed at the lesion and the procedure was considered complete. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming.